Event description:
It was reported that one of the leads was going to be replaced. Patient was going to have an MRI on (B)(6) 2014 which would det ermine lead replacement. It was noted that the leads were fine and they worked great but because, the patient was unable to have an MRI due to a pacemaker a computerized tomography (CT) scan was used and the healthcare professional had not hit the exact spot when the patient was implanted in on (B)(6) 2010. Patient was now able to have an MRI. Patient inquired about how long the battery would last. Additional information received reported the cause of the event was awaiting surgery due with only CT. There was indirect tingling. There were no abnormal impedance measurements. There was a lead revision. It was noted that now that the patient had an MRI compatible pacemaker they could likely pre-form his lead location. The leads equally covered but he had a relatively poor threshold. The patient had required hospitalization due to the event and there was no patient injury. It was noted that the revision was pending.

Manufacturer narrative:
Product ID 3389s-40, lot# v382026, implanted: 2010 (B)(6); product type lead product ID 3389s-40, lot# v382026, implanted: 2010 (B)(6); product type lead product ID 3389s-40, lot# v382026, implanted: 2010 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).